Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable thresholds. It was decided to continue to monitor the patient and evaluate further during the next device check. The rv lead remains in use. No patient complications have been reported as a result of this event.